Event description:
A verbal report was received from a peritoneal dialysis rn who has reported that when the del clamp was applied to the tubing, there was a leak. The patient was given one dose of antibiotic prophylacitc. There is no report of patient injury or ill effect. The sample is available for evaluation. The patient is able to continue peritoneal dialysis as ordered with no ill effect related to this event.